Manufacturer narrative:
Initial reporter phone#:(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china leaked. The following information was provided by the initial reporter: a fluid leak was found during drug extraction.

Manufacturer narrative:
H6: investigation: a device history record review was performed for provided lot number 2007101 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no signs of defect were detected. Root cause could not be determined.

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china leaked. The following information was provided by the initial reporter: a fluid leak was found during drug extraction.